Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed). The visual inspection revealed that the distal conductor was distorted and fractured, there was deformation/fracture of the proximal section of the inner coil, and blood was noted in the helix mechanism.

Event description:
It was reproted during the implant procedure that the helix screw would not extend. The lead was not implanted. No patient complications have been reported as a result of this event.